Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage/foreign matter - white powder could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ IV tubing had foreign matter and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that the tubing leaked around the small white filter. It was reported that there was white, powdery residue on the patients abdomen. Verbatim: patient arrived for pump disconnect and he stated that his cadd pump tubing had leaked overnight. The patient stated that the tubing leaked around the small white filter on the line. The filter had a small amount of white residue in the cracks. The patient also stated he had about a 3 inch in diameter powdery residue on his abdomen when he woke up this morning. He cleaned his skin with soap and water and wrapped the filter with a piece of gauze. No additional leakage occurred, to his knowledge. The pump was turned off and bag was empty when he arrived here for discharge. Skin was clear of any rash or irritation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV tubing had foreign matter and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the tubing leaked around the small white filter. It was reported that there was white, powdery residue on the patients abdomen. Verbatim: patient arrived for pump disconnect and he stated that his cadd pump tubing had leaked overnight. The patient stated that the tubing leaked around the small white filter on the line. The filter had a small amount of white residue in the cracks. The patient also stated he had about a 3 inch in diameter powdery residue on his abdomen when he woke up this morning. He cleaned his skin with soap and water and wrapped the filter with a piece of gauze. No additional leakage occurred, to his knowledge. The pump was turned off and bag was empty when he arrived here for discharge. Skin was clear of any rash or irritation.